Manufacturer narrative:
The field service engineer replaced valves, syringes,electrodes, pinch tubing, a syringe driver mechanism, and the degasser. Adjustments were performed and verified. A slider was replaced on the sample mechanism. Calibration and controls were good after multiple runs over multiple days. The customer ran the ise for 5 days, with one noise error and zero discrepant results. The investigation determined that the provided data show discrepant low and high results in the range which is typical for improper pre-analytical sample handling. A mis-sampling of patient sample most likely took place. These effects are caused mainly by poor sample quality.

Manufacturer narrative:
The field service engineer changed the electrodes as they were due to be changed. The analyzer generated ise noise alarms both before and after the electrodes were changed.

Event description:
The initial reporter stated they started running patient samples on the cobas 8000 ise module and results for some samples failed laboratory delta checks. Some samples were repeated and the reporter noted there was a difference in results. The reporter then ran controls and both levels were outside of range low. Samples were repeated on a different analyzer and these results were believed to be correct as they matched patient history. The reporter then pulled some other patient samples that were tested previously that day and repeated these on the other analyzer. Two samples had discrepant results for ise indirect na for gen.2. The second sample also had discrepant results for ise indirect cl for gen.2. The initial values from these samples were reported outside of the laboratory. The repeat results from the other analyzer were believed to be correct and corrected reports were issued. The first sample initially resulted with an na value of 146 mmol/l, which repeated on the other analyzer as 136 mmol/l. The second sample initially resulted with an na value of 141 mmol/l, which repeated on the other analyzer as 132 mmol/l. This sample initially resulted with a cl value of 109 mmol/l, which repeated on the other analyzer as 97 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.